Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 6mmx2.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 12atm within 30 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. There were no complications reported and patient is in good condition post procedure.